Manufacturer narrative:
Concomitant medical products: 3889-33 interstim lead, implanted: (B)(6) 2014. 3889-33 interstim lead, implanted: (B)(6) 2014. 3058 interstim ipg, implanted: (B)(6) 2014. 3058 interstim ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing. It was further reported that the atrial signal is falling into the implantable pulse generator (ipg) blanking period and causing early termination of atrial rhythms. It was also reported that the right ventricular (rv) lead exhibited chronic high thresholds. The ra lead, ipg and rv lead remain in use. No patient complications have been reported as a result of this event.